Event description:
The subject device was used during a myoma procedure. The device stopped working. The probe of the device was broken and fell off inside the pt when the user cleaned and checked the device. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to olympus for eval. The eval confirmed that the probe broke down. There was a scratch on the probe. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Considering the eval result of the subject device, olympus concluded that the reported event occurred since the surgeon activated the device while the probe had contact with something hard, like metal or hard tissue. The instruction manual of sonosurg mentions warning and caution. When ultrasonic output is activated, ensure that the probe does not come in contact with any other surgical instruments or clip. Contact with other surgical instruments may cause equipment damage.

Manufacturer narrative:
Olympus medical systems corp.(omsc) performed a MDR retrospective review and found that this supplemental report is required on december 24th, 2015. This is a supplemental report for MFR report # 8010047-2015-00008 to correct date of event, device available for evaluation, device evaluated by manufacturer, event problem and evaluation codes and the evaluation result. Since the subject device was not returned to olympus medical systems corp (omsc), therefore omsc could not evaluate the referenced device. This device model is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. And the manufacturing history within the 6 months of past from the date of event was reviewed, with no irregularities about the reported event noted. Based on the similar cases with the same model, it is known that the probe with cracks was broken by physical stress. The cracks could be developed from the scratches on the probe by output during the procedure. And the scratches were possibly made since the user activated output while contacting the probe with some hard objects. Omsc concluded that this phenomenon is most likely related to the user's technique. The instruction manual of the device already cautions; do not contact the probe with any hard objects (e.g., metal clips, uterine manipulator, or other instruments), and do not grasp it when ultrasonic output is activated. Be careful to avoid contacting the probe accidently. The probe and the grasping surface (white part) could be worn away by ultrasonic vibration, and this may lead to damage or detachment.